Event description:
It was reported that a minicap with povidone-iodine solution lacked iodine. It was unknown when this event was observed. There was no patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time. This is report 5 of 58.

Manufacturer narrative:
(B)(4). Manufacturing date: 07/18/2014 ¿ 07/25/2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.